Event description:
A (B)(6) female with breast augmentation 1995 with mcghan 350cc textured saline breast implants. Pt noted swollen right breast (B)(6) 2016. U/s guided aspiration of fluid sent for path. Alcl dx confirmed (B)(6) 2016. Surgery on (B)(6) 2016 to remove implants and complete open capsulectomies. Pet CT done pre-operatively showed no disseminated disease. No chemo or radiation indicated. Pt doing well thus far with no return of symptoms and remains disease free.